Event description:
It was reported that "the iabc system was continuously triggering a helium loss alarm. After replacing the iabc unit, the alarm stopped". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.